Event description:
The complainant reported that a patient with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient had undergone a complex cardiothoracic surgery 10 days prior to impella 5.5 support, which included a quadruple coronary artery bypass graft procedure, aortic valve replacement, and mitral valve replacement. Following surgery, the patient developed low cardiac output syndrome and was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) support. The medical team decided to bring the patient to the operating room for an impella 5.5 placement via the right axillary artery, with a protekduo cannula placed via the right internal jugular vein and remove va ECMO. During the insertion procedure for the impella 5.5, significant tortuosity was encountered, and the initial attempt to advance the device failed to cross the obstruction. The impella 5.5 was removed, a "buddy wire" was placed to facilitate access to the ascending aorta, and the device was successfully reinserted into the left ventricle (lv). The protekduo cannula was placed after the impella 5.5 was in position, and the femoral va ECMO support was subsequently removed. On day seven of support with impella 5.5 and protekduo, the patient was noted to be tachypneic, with a respiratory rate elevated to 30-40 breaths per minute. A bronchoalveolar lavage test returned positive for candida. The patient had elevated leukocytes and high lactate levels which the medical team noted as suggestive of an ongoing systemic infection and metabolic stress. The care team plan was to perform aggressive pulmonary toileting; however, due to persistent tachypnea and the risk of respiratory fatigue, the patient's clinical status was closely monitored for potential reintubation if their condition worsened. The following day the patient required reintubated and received receiving broad-spectrum antimicrobial therapy (avycaz, micafungin, and amphotericin b). The patient continued to receive dialysis and remained volume positive by approximately two liters. On day 12 of support, the patient remained intubated and was on pressure control mechanical ventilation. The patient's lactate levels had significantly improved. An antimicrobial regimen consisting of amphotericin b, avycaz, and micafungin was ongoing. The patient required a transfusion of one unit of packed red blood cells (prbcs) and one unit of platelets the previous day. Continuous venovenous hemodiafiltration was in progress with a goal of achieving a net even fluid balance. A point-of-care ultrasound was performed at the bedside in response to episodes of impella suction alarms. Imaging confirmed appropriate positioning of the impella device without evidence of migration or malposition. The patient continued to undergo evaluation for heart transplantation. On day 14 of support, there were reports of additional impella 5.5 suction alarms. The physician declined to make any changes to address the suction alarms. The following day, there were additional impella 5.5 suction alarms. It was noted that the patient was receiving continuous renal replacement therapy to pull fluid (crrt), and the crrt decreased slightly. The physician silenced the alarm. It was noted that the patient expired during impella support. It was noted that the patient's care was withdrawn. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Clinical symptoms (anemia, respiratory failure): the cause of the injury was not determined due to insufficient clinical details. Clinical symptoms (unspecified infection): the root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to deliver or advance: the patient had tortuous vessel condition and some difficulty was encountered during pump placement, but it was successfully placed on the second attempt. The cause of the difficult delivery of the pump was most likely related to patient condition, based on the given clinical details. Pump suction: the pump was not returned for investigation. Clinical details report multiple episodes of suction alarms, with brief events noted on 16-oct and ongoing alarms documented on 23-oct and 24-oct. Suction alarms occurred while the patient was intubated, on continuous renal replacement therapy (crrt), and receiving volume management. Volume was being pulled on crrt, and the care team responded by backing off ultrafiltration and silencing audio for alarms as the patient was scheduled for or. Clinical datils confirmed appropriate positioning of the impella device, with no evidence of migration or malposition. Data log was available for review from 10-oct to 8-nov. The data log shows several suction alarms from the start of the case on 10-oct through 24-oct, most frequently while running on higher p-levels. Pump p-level was reduced to p4 after 24-oct, with resolution of suction alarms. No abnormalities were noted regarding motor current spikes, optical signal issues, or device positioning. The suction issue appeared to resolve with adjustment of volume status and supportive management. The cause of the suction issue was most likely related to patient condition, based on data log review and provided clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
Clinical assessment by (B)(6): 31 year old male patient treated with impella 5.5 due to low cardiac output syndrome. Patient had coronary artery bypass graft with aortic valve repair and mitral valve repair completed 10 days prior. Post coronary artery bypass grafting patient had low cardiac output syndrome placed on va extracorporeal life support. Patient was then planned to be supported with impella 5.5 and a protekt duo cannual to support the right side. Patient had severe of tortuosity in the artery, after first attempt, the impella pump was not able to cross. Pump was removed buddy wire placed to ascending aorta and impella 5.5 pump was able to be placed in the left ventricle - conservatively coded for delay to treatment here. Protekt cannula was placed post 5.5 insertion and ECMO removed from femoral access. Four days after impella support initiation, patient on continous renal replacement therapy - therefore coded here conservatively to renal failure. Plasma free hemoglobin values are trending higher as before - conservatively coded for hemolysis and serious injury. Patient is noted to be tachypneic - coded for respiratory failure. Patient has elevated leukocytes and lactate levels suggestive of ongoing infection ad metabolic stress - coded for infection. The patient is ventricular-paced on the monitor via a temporary external pacer and is coded here for arrhythmia. Patient experienced brief suction alarms and that could be managed by the medical team with no further details given. Patient was reintubated and is currently on pressure control ventilation and there was thick brown secretions noted, which are coded here conservatively due to lack of further information to epistaxis. Patient continuously on respiratory support and had to have two pleural surgical chest tubes and two mediastinal tubes added - coded here for surgical intervention. The patient received one unit of packed red blood cells and one unit of platelets - coded for anemia. Bedside tracheostomy performed for respiratory failure. Evaluation of patient showed a markedly small left ventricular cavity; pulse pressure noted to be very narrow. Patient continues to undergo evaluation for heart transplantation. After almost two months of support care was withdrawn and patient expired - conservatively coded to death. Death was conservatively coded as most likely due to underlying disease and not device-related. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks.